Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the tsw35 was fired 5 times. On the 6th firing, the jaw of the stapler did not work anymore. Another instrument was used to complete the case. There was no consequence to the pt.